Event description:
The hcp reported that the tunneling tool obturator broke while tunneling from behind the right ear to the right device pocket. The obturator broke "between the first and second lead" approx one quarter of the way to the pocket. The hcp made a second incision and re-tunneled. There was only a slight bend in the rod. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.